Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: balance middleweight, dilatation catheter: 3.0 x 10 mm ryugen nc . (B)(4). The device was not returned for evaluation. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, mildly tortuous, mid right coronary artery. A 2.75 x 28 mm xience prime stent delivery system was chosen for treatment. The lesion was pre-dilated with a 1.5 x 10 mm non-abbott dilatation balloon catheter and the stent was deployed. Post-dilatation was performed with a non-abbott 3.0 x 10 mm nc balloon. After post-dilation an edge dissection was noted at the proximal edge of the stent. A 3.0 x 18 mm xience prime stent was used to cover and treat the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.